Event description:
As reported by the edwards clinical specialist, during a transcatheter aortic valve replacement (tavr) procedure, the first valve moved aortic during deployment of the sapien valve and there was significant paravalvular leak. While preparing a second valve, the first valve dislodged and flipped, landing in the aortic arch. This valve was anchored in the descending aorta. Thereafter, the second valve was implanted, however the valve moved aortic during deployment resting high within the annulus. A third valve was implanted in order to mitigate the moderate to severe posterior paravalvular leak. The final result was trace paravalvular leak. The patient was transferred to the intensive care unit in stable condition. The next day, the physicians reported to edwards that the patient was extubated and doing well. The team attributed the majority of movement to mild septal hypertrophy and the presence of moderate to severe mitral calcification. Per report, after securing the dislodged first valve in the descending aorta, the second valve was positioned across the native annulus in a lower (more ventricular position) than the first but the valve moved during deployment resting too aortic within the annulus. A third valve was needed to correct the moderate to severe posterior paravalvular leak. It was positioned lower within the second valve and landed on target. Additional information received through investigation of this event indicates that this patient had mac and a mild septal bulge. The operator inflated the syringe faster than recommended and with the other anatomical factors it may have caused the valve to move more aortic than normal. The patient's sinotubular junction (stj) was 24mm in diameter with no calcification. The distribution of aortic valve/root/leaflet calcium was moderate with calcium mainly at the base of the leaflets and sinuses. The patient's ejection fraction was 40%. For the deployment of the second valve, image intensifier angle and coaxial alignment was noted to be good. The sapien valve was positioned 60:40 ventricular because the first valve moved aortic. Post-deployment, the valve was 70:30 aortic. The balloon inflation was held during deployment = 3 seconds. There was no loss of pacing capture during deployment.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this event; this report is for the second valve. Please reference (B)(4) for the first sapien valve involved; manufacturer report no. 2015691-2012-17103. Investigation of this event is ongoing.

Manufacturer narrative:
Device lot number was updated. Method, results and conclusions was updated. The device remains implanted in the patient. The device history record (DHR) review of the effected sapien valve shows the device met specifications prior to distribution of device. Imaging for this case was requested, however to date, readable imaging for this case has not been received. Per the sapien valve instructions for use (IFU) and the thv training guide, valve malposition, embolization, and aortic insufficiency are known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, patient factors (mild septal hypertrophy and moderate-severe mitral calcification ) and procedural factors may have caused or contributed to this event. No further actions are possible at this time.